Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. A 3.00 x 20 synergy¿ drug-eluting stent was selected for use to treat the lesion. However, when the device was attempted to insert on the guidewire, it was noted that a part of the strut on the stent edge got lifted. The device was simply pulled out from the patient's body and the procedure was completed with another 3.00 x 20 synergy¿ drug-eluting stent. No patient complications nor injuries were reported.